Event description:
It was reported that approximately three years post implantation of a vena cava filter a CT image for cancer treatment identified a detached filter limb in the right ventricle. The patient was provided retrieval options and the decision was made not to retrieve the filter or detached limb. The patient was reported to be asymptomatic at the time of discovery; however, one year after identification of this event, it was brought to the sales rep's attention that the patient had expired from cancer related issues approximately five months after the discovery of the detached limb. The relationship of the device to the death is unknown.

Manufacturer narrative:
Received medical records and images for this complaint. Image review: based on the images provided, a detached linear metallic object is demonstrated in the left ventricle of the heart, can be confirmed. Based on the images provided, the vena cava filter apex is located inferior to the renal takeoffs at the level of l2-l3 the lumbar spine, can be confirmed. Based on the images provided, the number of filter limbs can not be counted. Medical records:a bard eclipse femoral filter was deployed due to patient history of left lower extremity dvt, large bilateral pulmonary emboli, right ventricular strain, and history of g.I. Bleeding. On (B)(6) 2013 a CT scan of the chest, pelvis and abdomen performed demonstrated the filter apex located in the ivc, inferior to the renal takeoffs at the level of l2-l3. Aorta calcification was demonstrated with post colonectomy changes. No new metastatic disease or lymphadenopathy when compared to the CT scan on (B)(6) 2013. On (B)(6) 2014 CT scan of the abdomen and chest performed demonstrated a linear metallic object in the left ventricle the heart. The vena cava filter apex was located in the ivc, inferior to the renal takeoffs at the level of l2-l3 the lumbar spine. A linear metallic density extending from the right ventricle to the left ventricle of the heart was identified. The etiology was uncertain. Within the left ventricle there was a small round low attenuation focused adjusts to the metallic density possibly representing a small thrombus. Coronary arteriosclerotic disease was identified. The thyroid gland was enlarged and extending into a substrata location. Possible small infiltrates left upper and lower lobes. Unfavorable interval change when compared to (B)(6) 2013 CT scan. Left-sided retroperitoneal lymphadenopathy, encasing the left renal artery and vein and extending superior and involving the left adrenal gland. On (B)(6) 2014 medical oncology visit stated the recent CT scan showed significant progress in her disease with retroperitoneal nodes significantly enlarged and on the left kidney. The physician reported the patient¿s progression of her abdominal and high risk colon cancer with worsening symptoms. No clear bone disease; however pain may be radiating from nerve compression. Discussions of chemotherapy were made; however, the patient did not tolerate the initial chemotherapy. The physician discussed hospice care with the patient. The patient was started on chemotherapy with 5fu and leukovorin. The patient was informed that the chemotherapies chance of responses was less than 30%. The doctor reportedly did not want to remove the metallic fragment in the heart as it was likely to have more risks in her progressive malignancy. The patient did not want to have the vena cava filter and/or metallic limb in the heart removed. End-of-life discussions were made. Given her prognosis and age and consistent with her wishes patient wants to be dnr. The patient did not want any additional invasive procedures performed or be sent to the intensive care unit. Patient does want chemotherapy and antibiotics. The medical report did not include the details or cause of the patient death. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
A manufacturing review was not performed as the lot number was not provided. Sample evaluation: the device was not returned for evaluation. Conclusion: medical records and images were provided and reviewed; however, the device was not returned for evaluation. Based on the information provided, the investigation is confirmed for a foreign metallic linear object in the ventricle; however, the investigation is inconclusive for a detached filter limb. Based upon the information provided, it is unknown if the linear metallic object represents a detached filter limb. The root cause for the alleged event is unknown. The current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. All of the above complications may be associated with serious adverse events such as medical intervention and/or death. Note: it is possible that complications such as those described in the "warnings," "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical record review: a vena cava filter was deployed due to patient history of left lower extremity deep vein thrombosis, large bilateral pulmonary emboli, right ventricular strain, and gastrointestinal bleeding. Approximately two years and nine months post filter deployment, a computed tomography (CT) scan of the abdomen and chest demonstrated the filter apex located at the level of l2-l3 of the lumbar spine. A linear metallic density extending from the right ventricle to the left ventricle of the heart was identified. The etiology was uncertain. Coronary arteriosclerotic disease was identified. An oncology visit report stated that the patient had progression of abdominal and high risk colon cancer with worsening symptoms. The physician discussed hospice care with the patient and the patient was started on chemotherapy. The physician reportedly did not want to remove the metallic fragment in the heart as it was likely to have more risks with the progressive malignancy. The patient did not want to have the filter and/or metallic limb in the heart removed and did not want any additional invasive procedures performed or to be sent to the intensive care unit. The medical report did not include the details or cause of the patient death. Investigation summary: the device was not returned. Images and medical records were provided. Approximately two years nine months post deployment CT demonstrated a linear metallic density extending from the right ventricle to the left ventricle of the heart; however, the etiology is uncertain. The images provided confirm a linear metallic object within the left ventricle. The number of limbs attached to the filter could not be identified from the images provided. Therefore, based on the information provided, the investigation is confirmed for a foreign metallic linear object in the ventricle; however, the investigation is inconclusive for a detached filter limb. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Patient). (Method, conclusion). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately three years post implantation of a vena cava filter a CT image for cancer treatment identified a detached filter limb in the right ventricle. The patient was provided retrieval options and the decision was made not to retrieve the filter or detached limb. The patient was reported to be asymptomatic at the time of discovery; however, one year after identification of this event, it was brought to the sales rep¿s attention that the patient had expired from cancer related issues approximately five months after the discovery of the detached limb. The relationship of the device to the death is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter limb had detached and migrated to the heart, where it extended from the right ventricle through the intraventricular septum and into the left ventricle. The device and detached limb has not been removed and there were no reported attempts made to retrieve the filter or limb. The current status of the patient is deceased.